Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that call service alarms had occurred more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2014 with the following findings: the original complaint could not be duplicated. There were multiple call service (cs 088) alarms observed in the black box and alarm history. There were no alarms or other warnings during investigation. The product was found to be operating within specifications. The pump cover was removed and there was no damage found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.